Event description:
It was reported the patient had the scs ipg explanted at an unknown date. No further information was available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h10 ¿ unique device identifier (UDI #): the UDI is unknown because the lot number was not provided instead of blank.